Manufacturer narrative:
Exact date unknown, event occurred months ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408740. Model: sc-2408-74. Serial: (B)(4). Batch: 20061936.

Event description:
It was reported that the patient experienced inadequate stimulation despite a reprogramming attempt. All components were explanted and discarded per hospital policy.